Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jan-2017: quality-safety evaluation of ptc. Company causality comment: a female patient had essure inserted and experienced pelvic pain 6 weeks after essure placement. A bilateral salpingectomy and essure removal were performed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on a compatible temporal relationship, nature of the event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible.

Event description:
This literature case was reported in a literature article and describes the occurrence of pelvic pain ("pelvic pain 6 weeks after essure placement") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Literature reference(s): arvizo c; emery j; uy-kroh mj, laparoscopic essure removal and review of anatomy, journal of minimally invasive gynecology, 2016, 13(7):xxx. On an unknown date, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), dermatitis ("severe vulvar dermatitis 6 weeks after essure placement"), skin hypopigmentation ("hypopigmented skin lesions"), skin lesion ("hypopigmented skin lesions") and allergy to metals ("concern for nickel hypersensitivity"). The patient was treated with surgery (bilateral salpingectomy and essure removal were performed). Essure was withdrawn. At the time of the report, the pelvic pain, dermatitis, skin hypopigmentation, skin lesion and allergy to metals outcome was unknown. The reporter provided no causality assessment for pelvic pain, dermatitis, skin hypopigmentation, skin lesion and allergy to metals with essure. Authors comment: (B)(6) female who presented with hypopigmented skin lesions , severe vulvar dermatitis and pelvic pain 6 weeks after essure placement. Company causality comment: a female patient had essure inserted and experienced pelvic pain 6 weeks after essure placement. A bilateral salpingectomy and essure removal were performed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on a compatible temporal relationship, nature of the event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought.